Event description:
Caller reported intermittent occlusion alarms. Despite these issues, there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was instructed by technical support to perform several actions, including disconnecting from the site, loading a new cartridge, and administering a successful 9-unit bolus. Ultimately, a one-time pump replacement was provided.